Event description:
It was reported that the system give error 2-00000008-1refrigerant flow obstruction detected) after the balloon is inflated and freezing process begins. During pulmonary vein isolation procedure to treat persistent atrial fibrillation, polarxfit was selected for use. It was reported that the system give error 2-00000008-1refrigerant flow obstruction detected) after the balloon is inflated and freezing process begins. The electrical cable and gas cable were replaced, and the device was turned off and on again, but the problem still persisted. At the doctor's request, the balloon was replaced, and the procedure was successfully complete. There were no patient's complications reported. The product is expected to be returned for analysis.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the cause of the clinical observation of "refrigerant flow obstruction detected" error could not be established as the catheter was observed to have a double balloon breach and could not be connected to the console. The allegation could not be confirmed. Device technical analysis: upon receipt at boston scientific's post market laboratory, the "refrigerant flow obstruction" allegation could not be investigated since the balloon had a breach and could not be connected to the console. The catheter was visually inspected. Visual inspection confirmed balloon tear that extended from the outer to the inner balloon. The cause of the tear could not be established. Device history record review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review was completed and confirmed that the event of fluid ingress was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established as the "refrigerant flow obstruction detected" error could not be investigated as the catheter was observed to have a double balloon breach and could not be connected to the console, and the allegation could not be confirmed.